Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one euphora balloon catheter when the device detached, cracked or fractured at the distal end of the balloon during removal of the device. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device was not kinked and restraightened during use. The lesion was pre-dilated. The lesion being treated was a severely tortuous, severely calcified lesion with 95% stenosis located in the mid right coronary artery (rca). Prior to delivering the euphora balloon, a microcatheter was used which got stuck in the same heavily calcified rca lesion. After several attempts, the microcatheter was successfully dislodged and an attempt was made to use the euphora balloon; which also got stuck and eventually separated from the delivery system. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device, and excessive force was used during delivery. The detached portion of the balloon remains in the patient. An attempt was made to remove the detached portion of the device using a snare which was unsuccessful. No further patient complications were reported as a result of the event.